Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that they wanted to have the device taken out because they weren't using it anymore but the "dang thing's" (implant was) "still working". The patient stated they went in to have a cat scan done and they were told they couldn't have it done because they had the medtronic device in them and they said, "I don't use it anymore" and they turned it off and the healthcare provider told the patient that it wasn't off and that it was working. Patient wanted to know who they could see to have the implanted system removed. Patient services sent the patient physician listings to their address via us mail per the patient's request as they didn't have a follow up healthcare provider (hcp). Patient services reviewed cat scan compatibility with the patient and offered to walk the patient through checking to see if the implant was off but the patient declined and stated they would wait to follow up with a managing hcp to check the implanted system.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On 2026-apr-14 additional information was received from the patient. The patient reported that the cause of the device working when they expected it to be off was the device not working to their satisfaction. The patient stated they didn't know what steps would be taken to resolve the issue and it was not resolved.